Event description:
It was reported that, "interoperative x-rays were taken and alignment and reduction looked good after implants were put in. X-rays were taken in recovery and showed that head had been disassociated from trunnion. Revision procedure was necessary to reduce joint. Head was scraped during retrieval. Sleeve was snug on trunnion head was off a sleeve.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.